Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. The sample was received, with the large quick coupling broken. Axial scratches noted on the drill bit are indicative of usage. The edge of the break appeared crushed. Measurable dimensions were found within specification. Due to a portion missing, physical dimensional verification could not be completed. A review of the device history record did not show issues that could have contributed to the reported event.

Event description:
It was reported that during the start of the initial reaming of a femoral nail procedure, the 13.00mm flexible cannulated drill bit broke at the junction of the chuck and shaft. Broken pieces were retrieved and surgeon was able to complete. The patient was unharmed.